Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The reported issue was not present during investigation. Volumetrics of 100ml/hr and 10ml tested in spec at 9.98ml or 99% of expected accuracy. Perform preventive maintenance service.

Event description:
Pump reported not to be infusing correctly.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. Volumetrics of 100ml/hr and 10ml tested in spec at 9.98ml or 99% of expected accuracy. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.